Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The high voltage cable was found to be defective and was replaced. This resolved the camera and collimator issues. Additionally, the external interface circuit board was replaced to resolve the peripheral interface issues. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the camera of the system 9800 was unable to rotate and the system was intermittently displaying collimator iris errors upon initialization. It was further reported that there were peripheral interface problems. There was no adverse pt involvement reported. There was no pt info reported.